Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for investigation. The reported failure with an excessive leakage was reproduced during simulated use testing of the returned oxygen gas module in a ventilator. No device logs files has been received. Our investigation has concluded that the reported problem is due to a broken spring has fallen down into the inspiratory solenoid inside of the oxygen gas module and left the inspiratory valve in an open position. The membrane in the nozzle unit is pressed against a mouthpiece by the inspiratory solenoid with a feather spring to regulate the gas flow through the gas module. If the inspiratory solenoid is broken, gas will leak into the patient circuit if open, causing failures in the pre-use check and during ventilation a high pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This feather spring probably failed prematurely, since this nozzle unit was only 5 month old the cause of the breakage of the inspiratory solenoid was a broken nozzle units¿ feather spring.

Event description:
It was reported that o2 gas module of the ventilator was faulty. There was no patient harm, manufacturer ref.#: (B)(4).